Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The pt arrived in the cath lab on an emergency basis with heparin and integrilin infusions in progress. The mildly calcified, 80% tubular lesion in the distal rca was predilated with a 2.5 x 20 mm maverick2 balloon at 6 atms for 33 seconds. The physician then deployed a taxus express2 2.75 x 28 mm drug eluting stent at 9 atms for 13 seconds, followed by a second inflation of 16 atms for 26 seconds. Residual stenosis was noted to be 0%. He noted that the balloon was sticking within the deployed stent. The physician manipulated the balloon, then pulled negative, then neutral 2 or 3 times. The physician was able to remove the balloon after 5-6 minutes by pulling with a lot of resistance. Guide wire position was lost during the maneuvers to remove the balloon. The lesion was rewired for postdilation with a maverick2 mr 2.75 x 9 mm balloon at 18 atms for 36 seconds, then an nc monorail 3.0 x 9 mm balloon at 16 atms for 41 seconds. The procedure was successfully completed and the pt is reported to be in satisfactory/good condition.